Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed noise and oversensing. The noise was reproduced during routine manipulation and isometrics. There was no pacing inhibition. Per the physician, the root cause for the clinical observations was possibly related to an insulation erosion near the clavicle. The decision was made to surgically abandon and replace this ra lead. No additional adverse patient effects were reported.